Manufacturer narrative:
H.10: through further follow-up communication with the customer livanova deutschland learned that the device was placed inside the operating theatre with the fan positioned opposite to the patient at an estimated distance between the surgery fied and the device of about 2 or 3 meters. Through further follow-up communication with the customer livanova deutschland learned that the device is not cleaned following all the steps of the instructions for use and that the measures in place for the monitoring of the water quality had not been applied. Moreover, livanova deutschland learned that the hospital is using reusable blankets.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report has been supplied to livanova. There was no known patient involvement.